Event description:
The pt underwent an interventional procedure. The cardiologist performed arteriotomy closure with a prostar plus 8 fr pvs device. The procedure went as expected and the closure was dry. The pt was discharged to home without any difficulties noted. Three days after the procedure, the pt presented to the ER with bleeding from the groin site. A small hematoma was expressed and a subsequent ultrasound revealed no further issues. The pt was sent home with a dry groin. Three days later, the pt experienced bleeding at the groin site again and returned to the hosp. A repeat ultrasound was unremarkable and the pt was again sent home. Three days later, the pt once again experienced bleeding. The pt was found to have lost one unit of blood and was taken for exploratory surgery. The pvs sutures were found to be centered over the artery, but capture of one end of the arteriotomy was not complete, leaving a hole in the artery. The pt's surrounding tissue had acted as a ball valve, providing hemostasis via compression in most instances, but releasing pressure and allowing bleeding when the pt assumed certain positions. A stitch was placed to close the arteriotomy. The pt did fine following surgery. There was no indication from the field that the device had malfunctioned in any way.